Manufacturer narrative:
(B)(4). The customer did not retain a record of the lot number which determines the date of manufacture.

Event description:
During pretest the tube's cuff did not inflate. There was no patient involved. The tube was disposed of.